Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the cutter and had damaged pawls. It was determined that the cause of the damage was that the device was powerbroken which was failure to follow directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken. During an in-house engineering evaluation, it was observed that the device would not hold the cutter, had damaged pawls and powerbroken. It was not reported if the device was used in surgery. There was no patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.